Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient stated that the wearable failed in the morning and experienced symptoms in the afternoon. The patient started feeling nauseous, was vomiting and had difficulty breathing. The patient took a bg reading which was around 200 mg/dl. The family called the ambulance. When the medical staff arrived, the bg meter was around 290 mg/dl and they treated the patient with IV medication and she was put on oxygen because the patient´s heart rate was high. Upon arrival to the hospital, they took another bg reading which was around 290 mg/dl and 200 mg/dl. They provided the patient gatorade (no information why this was provided with hyperglycemia) and IV medication. The patient was transferred to the intensive care unit (ICU) and was monitored there. The patient was admitted for 1 day and was discharge on 05/19/2025. The last bg reading was 140 mg/dl. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.